Event description:
There was an allegation of questionable total protein gen.2 results from the cobas c 503 analytical unit for two patients. Patient 1's initial result was 99.3 g/l. The repeat result on (B)(6) 2026 was 56.4 g/l. The result with a plasma sample was 62 g/l. Patient 2's initial result on (B)(6) 2026 was 78.3 g/l. The repeat results were 88.9 g/l, 79.3 g/l, and 78.7 g/l.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). According to the daily alarm log, there were several "abnormal aspiration (sample pipette)" alarms recorded on (B)(6) 2026 and (B)(6) 2026. Notably, the alarm on (B)(6) 2026 at 09:39 coincides with the time when patient 2's results were fluctuating. The investigation is ongoing.